Event description:
A caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer attempted several troubleshooting steps, including trying different chargers and cables, which did not resolve the issue. Consequently, tandem technical support arranged for a replacement pump with updated software to be sent to the customer. The customer agreed to return the faulty pump and was informed of actions to take with the new pump upon arrival.